Event description:
During an unknown procedure, the clips would not advance. Clips weren't properly delivered. Sometimes, 2 clips were delivered at the same time. And sometimes, clips were delivered one time out of two. The surgeon used another device to complete the case. There were no adverse consequence to the patient.